Manufacturer narrative:
Complaint no: (B)(4). The date of the event was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. On an unknown date in the same month as the event onset, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient has been discharged from the hospital and is recovering. The patient remains on hemodialysis. No additional information is available.